Event description:
It was reported that the 3.5x8 mm nc trek balloon ruptured during use on the third inflation at 2 atmospheres in the moderately calcified left anterior descending artery lesion. There was no resistance felt during advancement or retraction of the balloon catheter in the patient. It was further reported that the nc trek balloon was not submerged in saline prior to use, per the instructions for use. There was no adverse patient effects or clinically significant delay in the procedure. Another balloon catheter was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported balloon rupture was confirmed. Based on visual inspection, functional testing, and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Device (B)(4) - incorrect prep.